Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the rotor had lost its offset position. Re-configured the rotor, checked the gantry for debris, adjusted gantry door covers, and tested the system. Issue resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when the imaging system was booted up, it prompted the user to calibrate motion. The motion calibration sequence was attempted, but when the rotor moved there was a grinding sound and the calibration could not be completed. There was no patient present when this issue was identified.